Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system had a recoverable fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted a 32097 error on universal surgical manipulator (usm) 1 along with communication errors between the axes controller setup (acu) and axes controller tornado (act). The tse communicated with the isi field service engineer (fse) and recommended to swap distal set up joint (dsuj) 1 with dsuj 4 to see if the errors would follow. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and distal set up joint (dsuj) 1 along with three blue fiber cables to resolve the reported issue. The system was tested and verified as ready for use. The blue fiber cables involved with this complaint are field scrap items and will not be returning to isi for further investigation. Isi has received the usm and dsuj for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) and distal, set up joint (suj) have been returned and evaluated by the failure analysis team. The usm was returned for evaluation and confirmed the customer reported complaint. The unit was tested on an in-house system in normal mode with errors 1126 and 31226. The unit was also tested on a pftp and failed multiple tests. After a further investigation, contamination was not found on the usm. The distal suj was returned for evaluation and found that the reported error was not replicated in-house or in logs. Additional information was also obtained from the customer. The issue did reoccur numerous times in the days that followed the initial event. The field service engineer (fse) had since resolved the issue and we are hopeful that no more faults will occur. The procedure was completed robotically.